Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: ep catheter product ID: non-medtronic product type: cs catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was discharged from the hospital on (B)(6) two days after the ablation which is standard procedure at this facility.

Event description:
It was reported that post-operatively a completed cardiac ablation procedure, the patient's blood pressure decreased and the condition worsened; pericardial effusion was confirmed by echocardiogram, and the patient was initially observed without drainage, however, drainage was ultimately performed. The clinical engineering technician shared information that the patient's physician, mentioned that the blood was drawn from the venous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.